Event description:
The manufacturer received information alleging a ventilator failed to audibly alarm at the designated stages of depletion (20 minutes of run time remaining, medium priority alarm; 10 minutes of run time remaining, high priority alarm) of the detachable and internal batteries while in patient use. The reporter of the event alleges the device only audibly alarmed when the device shut down due to total depletion of the detachable and internal batteries. There was no patient harm or injury. The ventilator was evaluated at the facility that supplied the device to the customer and the alleged malfunction could not be duplicated. The device has yet to be returned to the manufacturer for investigation. A follow-up report will be filed when the investigation is completed.